Event description:
The complainant stated the brake at the head end of the bed will not hold when the brake is set.

Manufacturer narrative:
Repairs have not been completed at the time of this report.